Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise. An invasive procedure was performed. An attempt was made to reposition the system, however, high pacing impedance measurements were observed during attempts to reposition. A lead to device header connection anomaly was suspected. The system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was partially retracted and evidence of electrocautery damage was observed in multiple locations on the lead body. Resistance testing found the lead was not electrically continuous and was concluded to be a result of the electrocautery damage. An x-ray was taken of the lead and noted no breaks. No further testing was able to be conducted due to the condition of the lead. Laboratory analysis was unable to confirm the reported clinical observations and concluded that the damage was induced as part of the explant procedure.